Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was stated that the arctic sun device had multiple system errors. It displayed alarm 11(patient temperature 1 below low patient alert), alarm 51 (patient temperature 1 below control range), alarm 108 (operating mode incorrect) and alarm 109 (esophageal probe recommended). Per follow up information received on 26apr2022, it was stated that there was patient involvement, but switched to different device and the therapy was completed on different device. No negative impact on patient.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during evaluation. The device was evaluated and the reported issue was unconfirmed as the issue was not duplicated during testing. No repairs were made for the reported issue. During therapy, the device also displayed alarm 11(patient temperature 1 below low patient alert), alarm 51(patient temperature 1 below control range). This issue was not duplicated during testing. A new calibration, metrological test (mtk) and safety test (stk) were performed. The device passed the procedure and can be placed back into normal use. The device history record review was not required as the reported event was unconfirmed and not a manufacturing or supplier related failure. Labeling review was not performed as the reported event was unconfirmed.corrections: d, g, h.h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was stated that the arctic sun device had multiple system errors. It displayed alarm 11(patient temperature 1 below low patient alert), alarm 51(patient temperature 1 below control range),alarm 108 (operating mode incorrect) and alarm 109 (esophageal probe recommended). Per follow up information received on 26apr2022, it was stated that there was patient involvement, but switched to different device and the therapy was completed on different device. No negative impact on patient.